Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that leakage at tubing bonded site. Disconnection of tubing site connected to statlock. No other information was provided. It was reported this occurred with thirteen devices. This report addresses the first device.

Event description:
It was reported by customer that leakage at tubing bonded site. Disconnection of tubing site connected to statlock. No other information was provided. It was reported this occurred with thirteen devices. This report addresses the first device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak at the connection between the tubing and the male luer connector was inconclusive due to the sample condition. A slideshow slide was provided for evaluation. The slide indicated that ¿arterial statlock extension tubing spontaneously breaking at the patient end of the tubing¿. Three photographs of the product were included on the slide; an arterial statlock kit with the product pouch, an unopened bulk pouch containing an arterial statlock, and an arterial statlock extension set. The samples all appeared unused. A red arrow on the photograph of the extension set indicated the region where the complainant was experiencing the reported issue; the arrow pointed to the connection between the extension tubing and the male luer-lock connector. No tears or tubing dislodgements were visible in the provided photographs. As the submitted photographs did not contain enough information to confirm the event, this complaint will be recorded as inconclusive at this time. However, the event description of the leak was similar to a previously identified issue and may be related. Reference cid #8619244 for further information. This complaint will be recorded for future trending and monitoring purposes.